Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported the patient was having trouble recharging/weren't able to recharge the implantable neurostimulator (ins) and it wasn't charging to full which they believed had been like that since implant. After four hours the ins was charged to 75%. A request was made to meet with the manufacturer's representative (rep). No patient symptoms were reported. The hcp further reported that at follow-up on (B)(6) it took the battery four to five hours to charge for 50% depletion. The cause of the inability to recharge fully was not determined. As a result replacement was going to take place. Relevant medical history includes non-malignant pain and failed back syndrome-other.